Event description:
The healthcare professional reported that on (B)(6) 2025, during a mechanical thrombectomy procedure to treat an acute ischemic stroke (ais) with the occlusion in the internal carotid artery (ica) to the m1 segment of the middle cerebral artery (mca), the 132cm cereglide 71 catheter (nic71132c / 31484763) and 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9567218) were used in accordance with their respective instructions for use (ifus). The emboguard bgc was advanced via the trans radial approach and then the cereglide was attempted to be advanced, but the concomitant phenom¿ microcatheter (medtronic) and the guidewire could not be advanced. As a result, the cereglide was pulled back and it was found to be kinked. When the whole system was removed from the patient¿s anatomy, the solid part of the emboguard bgc was found to be kinked. There was no report of any negative patient impact. On 26-jun-2025, preliminary shipment photos of the complaint devices were added to the complaint file. The photos will be reviewed by the product analysis team. On 07-jul-2025, additional information was received. The information indicated that there was no excessive vessel tortuosity or acute bends in the target vessel. The procedure was completed when the emboguard was replaced with the optimo balloon guide catheter. The cereglide 71 was replaced with another cereglide 71 (nic71132c). Access was also changed from transradial artery access (tra) to femoral artery (fa) access to continue with the procedure, achieving recanalization after two passes were made. There was no clinically significant delay in the procedure. No further information is available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d4: primary UDI number: the manufacturing date of the device is currently not available. Therefore, the full UDI is currently not available. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The photos included in the complaint are currently under review. A supplemental 3500a report will be submitted once the photo review has been completed. A review of the manufacturing documentation associated with this lot (9567218) is in process. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the completed review of the manufacturing documentation associated with the lot 9567218 and the complete primary UDI number with the device manufacture date. A review of manufacturing documentation associated with this lot (9567218) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Updated sections: b.4, d.4, g.3, g.6, h.2, h.4, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified kinks on the shaft at approximately at 123 mm, 142 mm, and 170 from the distal tip of the device there was also evidence of damage (flattening) located at 95 mm ¿ 112 mm from the distal tip of the device. No further damage was noted at any other location on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned emboguard device was able to be successfully inflated and deflated as per the procedural steps in the IFU, confirming that the ability of the balloon to inflate and deflate was not impacted by the kinks present. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device, in the form of the most proximal kink, as the ball gauge was unable to be advanced through the entire device without resistance. The event description reported that the device became kinked during a procedure. There was evidence of kinking on the returned device; therefore, the complaint event is confirmed. The additional instance of damage (flattening) was not mentioned during the report and are considered unrelated to the complaint event. This damage may have been caused by device manipulation and shipment post the event complaint. The returned emboguard device did not pass a minimum ID check using a ball gauge, as the ball gauge was unable to advance through the entire bgc main lumen without restriction. The returned emboguard device was able to be successfully inflated and deflated in a straight configuration confirming balloon inflation/deflation was not impacted by the kinks present. The recreation using a sample emboguard device revealed that a tortuous anatomy can contribute to kinking of the device. Even though the complaint was confirmed, however, the root cause could not be determined. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A review of manufacturing documentation associated with this lot (9567218) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the review of the preliminary shipment photos of the complaint device that was added to the complaint file on 26-jun-2025. The product analysis team review the photos. The review is documented below. [Photo review]: upon review of the photographs, damage (flattening) and kinks were found on the shaft. Shaft damage (flattening) was observed at approximately 6cm and at between approximately 9cm and 11cm. Kinks were observed at approximately 12cm, 14cm and 17cm from the distal end. Under magnification, no damage to the balloon was evident from the photographs provided. From the photographs provided, there was no further damage or deformation of the emboguard device. Note: the luer-activated valve (lav), dilator, rotating hemostasis valve (rhv), peel away sheath, and emboguard packaging (individual packaging box, mounting card, and protective tube) are not visible in the photographs provided, therefore, the condition of the packaging cannot be confirmed. Based on the evidence of damage (flattening) and kinks of the bgc shaft, the complaint event can be confirmed. The potential cause of the complaint may be attributed to patient and procedure specific factors (e.g. Tortuous anatomy). However, the root cause of the shaft damage could not be determined based on the information and photographs provided (i.e. Patient specific factors, procedural factors). A review of manufacturing documentation associated with this lot (9567218) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Updated sections: b.4, g.3, g.6. H.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.